Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging that she was unable to obtain a reading on her one touch basic enhanced meter. A medical affairs specialist (mas) spoke to the patient one day later and obtained the following information: in the morning one day earlier the patient woke up feeling dizzy. She tried to test her blood glucose and was unable to obtain a reading and took her set amount of oral medication where she was told her blood glucose and blood pressure were high. At the ER the patient was treated with insulin and blood pressure medication and released a couple of hours later. She does not recall any readings in the ER. The patient claims she was able to obtain a reading the night before and received a reading of 120 mg/dl and felt fine when she went to bed. The patient takes oral medication on a regular basis and refused to provide her diabetes regimen to mas. The patient's diabetes medication was not changed after her visit to the ER. A customer care agent (cca) found out that the patient had been inserting the test strip incorrectly; therefore, was unable to obtain a blood glucose reading of the morning of on the morning. Ca had the patient clean the meter according to the owner's booklet and retest and the patient was able to obtain a blood glucose reading. Cca sent the patient a replacement meter.